Event description:
It was reported that the right atrial (ra) lead appeared to have low amplitude p-waves and undersensing. The ra lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable cardioverter defibrillator 2009 (B)(6); 4194 implantable pacing lead 2009 (B)(6); 6947 implantable tachy lead 2009 (B)(6). (B)(4).